Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent, undefined alarms occurred, causing the customer to experience an elevated blood glucose (bg) level (approximately 500-600 mg/dl). Reportedly, the customer administered a correction bolus to address the bg level. The customer loaded a new cartridge and resumed insulin therapy.